Manufacturer narrative:
Submit date: (B)(6) 2016. A review of the information in the complaint file indicates this investigation was performed by a medtronic technical center for the reported condition of; a cut in the outer sheathing of the power cord and the interior has exposed copper wires. Therefore, this report will be based on information provided by the technical center. The scd 700 was evaluated and the customer reported issue was confirmed; the power cord's outer and inner insulations are damaged allowing view of the inner copper wire. The cause of the reported condition for the damaged power cord with exposed copper wire was due to customer misuse. The damaged power cord was scrapped and replaced to correct the reported issue. The unit passed all initial testing after failure analysis repair instructions were completed. Scd 700 was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. Based on the investigation, no corrective action is needed.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently underway. Upon completion, a full detailed investigation will be provided.

Event description:
It was reported to covidien/medtronic on (B)(6) 2016 that the customer states that there is a cut in the outer sheathing of the power cord and the interior has exposed copper wires.